Event description:
Sherlock technology didn't work for insertion of the peripherally inserted central catheter (PICC) line as it won't snap together in order to get the reading necessary. These patients then needed a chest x-ray which defeats the need for this technology.